Manufacturer narrative:
A2) patient age - average age, 73 years, n=159. A3a) patient sex - n=118 male; n=41 female. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, 510(k) number, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, restenosis is listed as a possible complication with use of the visions pv .014p rx device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 02may2017) ¿the distribution of calcified nodule and plaque rupture in patients with peripheral artery disease: an intravascular ultrasound analysis¿. The study retrospectively aimed to evaluate the distribution of plaque ruptures and calcified nodules in the peripheral arteries and their impact on the outcome of endovascular therapy (evt). A total of 159 patients who underwent evt were enrolled in the study between january 2014 and december 2015. Philips volcano visions pv .014p rx digital ivus catheters were used during the procedures. Procedural complications included 6 target lesion revascularization due to restenosis and 1 major amputation at 1-year follow up (MDR # 3008363989-2026-00096). Additionally, there was 1 patient who experienced sudden death; however, the cause of death was not reported in the article (MDR # 3008363989-2026-00097). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 02may2017 has been used, the date of publication. Horimatsu t, fujii k, fukunaga m, miki k, nishimura m, naito y, shibuya m, imanaka t, kawai k, tamaru h, sumiyoshi a, saita t, masuyama t, ishihara m. The distribution of calcified nodule and plaque rupture in patients with peripheral artery disease: an intravascular ultrasound analysis. Heart vessels. 2017 oct;32(10):1161-1168. Doi: 10.1007/s00380-017-0984-5. Epub 2017 may 2. Pmid: 28466410. This report captures the serious injuries that occurred after use of the visions pv .014p rx device. There was no alleged malfunction of any philips volcano devices in use during the procedure.